Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was unable to apply the shock to the patient. Additional details have been requested. The device was in use on a patient, and the patient died.

Event description:
It was initially reported that the customer reported that the device was unable to apply the shock to the patient. It was later clarified via email that the users were unable to deliver a shock via external paddles to a patient and that the patient contact indicator (pci) indicator was red during the attempt to deliver therapy. The users believed that the mrx did not deliver a shock because the muscular response was not as expected. The device did not display any error messages during the event.